Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a blurry image issue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the zoom function had been out of order, which had caused the image to be blurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.